Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0s4md, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
It was reported that patient's lead had impedance during programming check. Physician stated that the patient works for ups and had some sort of accident/fall that likely damaged the lead. Patient also felt stimulation in the leg. The physician replaced the lead during routine battery replacement. The patient had a lead revision and the device was replaced. The issue was resolved at the time of this report. The patient indicator for use is urinary dysfunction/sacral nerve stim/gastrointestinal/ pelvic floor and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.